Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not cutting at 5000 cpm. Starting with reduced speed of 2000-3000 cpm the cutter was checked; however when increasing the cutter speed to 5000 cpm the cutting function did not work. There was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned wrapped in bubble wrap. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The aspiration line connection that was approximately 10 inches from the back of the cutter was loose. After re-tightening this connection a functional test was performed using a stellaris pc system. Upon initial start up an air leak could be heard. The cutter cut intermittently. Upon closer inspection it was discovered that the tubing is not fully seated on the female lure connector barb, creating a pathway for air to leak. The cutter cannot cut in this condition. The sterilization and lot history records were reviewed and found to be acceptable.